Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal event. The device was interrogated and the review of the egm revealed that the device appropriately detected svt and withheld therapy, but as the patient passed out noted it may be a hemodynamically unstable rhythm. The physician adjusted the medication after the interrogation. The patient condition was stable.